Event description:
Caller reports when she attempted to increase stimulation, patient is seeing settings not available message. No recent fall. Caller reports patient's ins is charged at 90% caller reports patient is programmed with electrodes: 4, 9, 10, 11, and 15 electrode impedance shows: reference 4 9: 800 ohms 10: 830 ohms 11: 940 ohms 15: 880 ohms reference 9 4: 800 ohms 10: 880 ohms 11: 940 ohms 15: 840 ohms reference 10 4: 830 ohms 9: 880 ohms 11: 990 ohms 15: 870 ohms 8: 40k ohms reviewed error message. Caller reports patient is not using electrode 8. Suggest reprogramming. Patient services reviewed re-checking impedance and have patient move around during electrode impedance check. Additional information from the rep indicated that the cause of the issue was that the patient had an "impedance" and the program was working on the impedance, therefore the stimulation wasn't increasing. The program was changed so that it was not running on the impedance. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.